Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. The evaluation of the device confirmed the following: the reported event was reproduced. Due to the tight connection between the output socket of the device and the light guide cable, it was difficult to detach and attach. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
A user reported that the examination lamp of the subject device was not ignited. Reportedly, the device beeped and the examination lamp went off. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus repair center, there was the possibility that the reported phenomenon was attributed to failure of the xenon lamp as more than 6 years had passed from the subject device had been manufactured and aging deterioration by repeatedly long-term use.